Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead had high thresholds and after repeatedly attempting to fix the lead in place, it dislodged. The lead was not implanted. No patient complications have been reported as a result of this event.